Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received and no issues found with the plunger stud and cap. The lock has both rotational and lateral movement; in addition to residue buildup. The unit was received without the ratchet extension arm and the 80# torque knob. The set screw in the swivel base was tight. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair to check the plunger knob and locking knob.